Event description:
It was reported during an unknown procedure while using the prw35 skin stapler the staples appeared to be placed properly but when the incision was cleaned after the case, one or two staples fell out. The ors reports one side of the staple is 3/4 formed and the other leg is almost straight. It is unknown how the case was completed. The stapler was not saved. There was no consequence to the patient.